Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument misfired. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/23/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The exact manufacturing site could be determined as the production lot is unk.